Event description:
The customer reported the system would not produce an image because the collimator iris was closed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the isolated interface and fluoro functions boards, and calibrated the collimator. The system operates as intended.